Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, since it is not related to the device. Deflation: observed, opening on posterior side assessed, as unidentified (tear) opening shell thickness within specification. Additional observations: no other observations observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, deflation. Device has been explanted. This record is for the right side.

Event description:
Healthcare professional reported deflation. The device remains implanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.